Event description:
It was reported that a pt underwent a successful three-level kyphoplasty procedure. Post procedure, the pt began having complications; his breathing was compromised when he was put to bed. The staff tried to unobstruct the airway to no avail, and the code team was called. Reportedly, the pt died approximately one hr post procedure. The physician stated that the death was not related to the procedure. It is unk if an autopsy will be performed. No additional info was reported.

Manufacturer narrative:
Device not returned, followed up with company rep.